Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer had a loss of communication issue between the insulin pump and transmitter. The customer received a change sensor and sensor updating alert. The customer reported no adverse event. The event involved product(s) mmt-7040a, mmt-7841zn, and mmt-1884. Troubleshooting was performed for the change sensor alert, and the transmitter failed tester procedure. Troubleshooting was performed for the tester procedure for transmitter, and the customer requested to run tester procedure for the transmitter. Led light blinked when the transmitter was connected to tester but the transmitter did not communicate after running tester procedure twice. Troubleshooting was performed for the loss of communication, and the customer was confirmed the the transmitter serial number is programmed in manage devices screen. Pump in process of making multiple attempts to re-establish communication with the transmitter. Troubleshooting was performed for the unable to pair device, and the customer reports being unable to pair device(s) with pump. The customer was assisted with steps to pair but pump gave "device not found" message three times. No harm requiring medical intervention was reported. No product return is required for mmt-7040a, and mmt-1884. The customer was instructed to discontinue device use. Mmt-7841zn was requested, and the customer's response was that the device would be returned.